Event description:
Related manufacturer report number: 3001883144-2022-00007. It was reported that several patients were implanted with epic mitral valves around 3-4 years ago. It was reported that several of the patients had thrombosis and hypo-attenuating leaflet thickening (halt). Two of the valves were explanted a few weeks after they were implanted. No additional information was provided.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
An event of thrombosis, "hypo-attenuating leaflet thickening", was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an unknown number of patients were implanted with an epic mitral valve around 3-4 years ago. It was reported that the patient had thrombosis and hypo-attenuating leaflet thickening (halt). It was unknown if these patients received any intervention. No additional information was provided. Related manufacturer report number: 3001883144-2022-00007.